Event description:
It was reported that the patient experienced shocks and that there was noise on the right ventricular (rv) channel. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the proximal segment of the lead was returned and analyzed. No anomalies were found. Blood/body fluid was found on the proximal conductor (not obstructed). The outer insulation exhibited a cosmetic cut, and all insulators were breached cut. The lead exhibited apparent explant damage.